Event description:
It was reported that the lead had a drop in impedance during open heart surgery. The lead impedance has varied from less than 20 ohms to 40 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.